Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "system errors" was not reproduced. A review of the event history log revealed "system error 345" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as system error 345. The cause of the condition was undetermined as the pump functioned as intended. Should additional relevant information become available, a supplemental report will be submitted.